Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not working and alarmed a broken force sensor was detected during seating or regular delivery. Customer reports they were unable to clear the alarm. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and pump error alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.